Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level, value was not provided; cause was unknown. Customer was treated with unknown intravenous fluids to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.